Event description:
It was reported that a patient implanted with this artificial urinary sphincter (aus) experienced recurrent urinary incontinence, leading to a revision surgery. During the procedure, the existing cuff was noted to be too large; therefore, the cuff and pump were removed, while the pressure-regulating balloon was left implanted. A new aus system was implanted, with a smaller size cuff. No additional patient complications were reported.